Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and an irrigation issue occurred during use on the patient. It was reported that during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. The irrigation issue was suspected to be on the catheter. They tried to resolve the irrigation issue with a high flow wash outside of the patient¿s body but the irrigation was inadequate. There was high temperature reading from the catheter when radiofrequency (rf) was being delivered. A second device was used to complete the operation. There was no adverse event reported on patient. There was no error from the irrigation pump. The rf generator gave a temperature alarm and promptly cut-off. The correct catheter settings were selected on the rf generator. The customer's reported high temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the pictures provided by the customer, none of the events reported can be confirmed since temperature was observed within parameters on carto 3 screen, and irrigation issue cannot be determined based on the images provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).